Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch # 259c02. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two ecr60g reloads (b and c) present. The reload(b) was unfired, with 11 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the left proximal side. The reload (c) was received partially fired 1/16. The device was tested for functionality in the straight position with a returned reload (c) and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. No conclusion could be reached on what may have caused the reload pan to dislodge. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 259c02, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the unk surgery, device could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.